Event description:
The recipient reportedly experienced poor performance. The recipient underwent repositioning surgery on (B)(6) 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.